Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and death. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the leaflet anatomy was challenging and imaging was difficult due to an existing tandem heart device. Two xtr clips were implanted successfully. A third clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. A septal occluder was deployed to close the lateral commissure and encapsulate the clip. The mr was reduced to trace. After the procedure, the septal occluder then became unlocked, and was retrieved and replaced with another septal occluder. The patient was stable.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot-specific quality issue. Based on the information available and reviewed, the reported single leaflet device attachment (slda) appears to be related to the challenging anatomy (extremely lateral defect, short posterior leaflet). The reported poor image resolution is likely related to procedural conditions as imaging of the clip during the procedure was difficult due to an existing tandem heart device. Based on the available information, a definitive cause for the worsening heart failure cannot be definitively determined. It appears that the reported patient effect of shock is a cascading effect of worsening heart failure. The reported patient death is also related to heart failure and the pre-existing patient condition of severe pulmonary hypertension and frailty. The reported patient effects of death, shock and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, the procedure was successful in reducing degenerative mitral regurgitation from grade 4 to trace with the patient being stable post the procedure. The patient died due to worsening heart failure and that the patients pre-existing condition of severe pulmonary hypertension and frailty contributed to the death. Death was unrelated to the device but caused by underlying pathological conditions.